Event description:
It was reported that the customer had differences between sensor glucose and blood glucose levels. Customer's blood glucose level has been in the 100 mg/dl range. Customer's sensor glucose reading went down to 46 and received a threshold suspend alarm. Customer would clear out the alarm, but it would recur. Customer's current blood glucose level is 85 mg/dl. Customer's sensor glucose reading is 59 mg/dl. Sensor glucose and blood glucose differences are not within an acceptable range. Customer was advised to remove and replace the sensor. Customer was requested to return the sensor. Customer's threshold suspend was at 59, but her blood glucose level was at 100 mg/dl. Customer was advised that she needed to calibrate more. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.